Manufacturer narrative:
Follow-up # 2 device evaluation:the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio2 meter was reading inaccurately. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2015 at 04:30pm the patient obtained results of "512, 350 and 314mg/dl" on the subject meter, which she felt were inaccurately high. The patient also felt that the results of "512 and 350 mg/dl", which were performed within 20 minutes of each other, were inaccurately erratic. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for precision. The patient manages her diabetes by self-adjusting her insulin doses and did not make any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that seconds prior to the alleged inaccuracy the patient had developed a symptom of sweating and that at 05:33pm on (B)(6) 2015 she administered "7 units of human nr insulin". During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. When a control solution test was performed the results were in range. It was also noted that the patient did follow the correct testing procedure by not washing hands prior to testing. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event. It cannot be confirmed that the meter reading inaccurately did not cause or contribute to the reported symptoms.